Event description:
During a ptca treatment procedure involving a highly calcified and 90% stenotic lesion in the proximal portion of the lad artery, the maverick2 monorail balloon lost pressure at 12 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.